Manufacturer narrative:
Additional narrative: synthes manufacturing location was discovered. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 11/16/2016: the service and repair department documented that 2.4 mm drill guide was found broken. This mal-function was identified during inspection activities of the evaluation set. The malfunction did not occur during surgery and there was no patient involvement.

Manufacturer narrative:
A product development investigation was performed for the subject device. One 2.4mm drill guide (part number 03.507.005, lot number 6022927) was received with the complaint category of broken: procedural step unknown. It was reported that 2.4 mm drill guide was found broken. This mal-function was identified during inspection activities of the evaluation set. The drill guide was received with the cylindrical portion of the drill guide broken off at the weld. The broken portion also shows a significant bend (approximately 40 degrees) located at the bottom edge of the weld. The force required to bend the tube and subsequently break the tube away from the handle would not be expected during recommended use. The balance of the device is worn and in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The complaint condition is confirmed. A device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part # 03.507.005 lot # 6022927, release to warehouse date: 23-mar-2009, expiration date: na, supplier: (B)(4), review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. History record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2.4 mm drill guide was found broken. This mal-function was identified during inspection activities of the evaluation set. The malfunction did not occur during surgery and there was no patient involvement. This complaint involves one part. This report is 1 of 1 for (B)(4).